Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital due to experiencing diaphragmatic stimulation. A chest x-ray revealed that the right ventricular lead had dislodged due to the patient having twiddler¿s syndrome. During the lead revision procedure, the helix was unable to retract so the lead was explanted and replaced. The patient tolerated the procedure with no adverse events.